Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a system rejected the cassette during a procedure. The surgery was aborted. Additional information has been requested but none has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The company service representative examined the system. With the use of the ¿already rejected customer-cassettes¿, the company representative was able to replicated the reported event. However, with the use of the test cassettes, the issue was not replicated. The system was then tested and met all product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system as manufactured on may 26, 2016. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The customer did not retain the finished goods consumable lot number, device history record (DHR) and lot consumable history could not be reviewed. The customer did not retain the cassette pak for this complaint report. As such, a visual inspection or functional testing could not be conducted. The system was found to meet specifications. A sample was not been received. Without a sample, it is not possible to isolate the root cause. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).